Manufacturer narrative:
The pacemaker was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that a pocket revision was scheduled for this patient due to an unknown reason. During the revision procedure the physician elected to replace the pacemaker rather than have the patient undergo another procedure in three years for the routine device/battery replacement that would be expected at that time. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.